Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection observed a ballooned bulge measured to be approximately 1 1/2 inches long on the silicone segment tubing directly below the upper fitment. Functional testing was performed; no ballooning or any issues were observed during this process. The set was then loaded into a test pump module; the infusion was completed with no ballooned issues observed during testing or any alarms noted. The set was then pressure tested and the earlier observed bulged segment started to balloon at approximately 5psi. The root cause of a bulge in the silicone segment could not be determined.

Event description:
The customer reported ballooning of the silicone segment portion of the tubing. The nurse had given ivp pain and steroid medication however she stated she clamped the tubing above the ivp site as instructed, and the ivp was not given in 'close proximity' to the alarm. The infusion had been running more than 24 hours when the bulge was found. There was no patient harm reported.